Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection surgery, while grasping rectum, the green button was pushed and enter in firing mode however the handle did not fire although the center control down was pushed multiple times. The surgical time was extended by less than 30 min. They opened new handle and it worked fine. There was no patient injury.